Manufacturer narrative:
D10: (B)(6). 02-010-03-0240 - logic cr femoral cem, left, sz 4. (B)(6). 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. (B)(6). 200-02-35 - three peg patella 35mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately one month after a left knee revision procedure, the patient experienced an infection within the total knee joint. The patient was revised to a new tibial insert and treated with IV antibiotics. The patient was last known to be in stable condition. No additional information is available.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU.